Manufacturer narrative:
This supplemental report is being submitted to provide additional information in section d4 (primary UDI number).

Event description:
It was observed that during the device evaluation, the camera head exhibited connector cracks. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was observed that during the device evaluation, the camera head exhibited connector cracks. There was no patient involvement.